Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received excessive no delivery alarms during bolus. Caller reported that two cannulas were bent. Customer's blood glucose was 550 mg/dl and customer declined troubleshooting for high blood glucose. During troubleshooting for no delivery, insulin did exit. Caller was advised to contact healthcare professional, monitor blood glucose and to call back should issue persist.